Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered from grade iii cardiac function, heart failure and had a device implanted. Two months later, the patient developed a pocket erosion and infection and presented to the hospital. The patient was stable and the culture was negative. On (B)(6) 2019, the system was explanted successfully. The patient is in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).